Event description:
Related manufacturer reference number: 2017865-2022-10594. It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right ventricular (rv) lead failed to capture due to high capture threshold, while the left ventricular (lv) lead was experiencing intermittent capture, as well as high and out of range pacing impedance. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2022, while programming changes were made on lv lead. The patient was stable.